Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began on (B)(6) 2011 at 6:00pm. The patient stated that she manages her diabetes with oral medication (unknown type and dosage) and denied making any changes to her normal diabetes management routine in response to the reported issue. On (B)(6) 2011 at 12:45pm, the patient claimed to have developed symptoms of being "sweaty ad shaky" but denied receiving any treatment in response to the these symptoms. During troubleshooting, the cca determined that the batteries did not need replacement. Replacement products were sent to the patient. Although the patient denied receiving any medical treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The meter involved this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the returned meter failed testing. There was contamination found on the meter's pc board. The test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the test strips have passed all testing with no faults found. 510(k) # is k053529.